Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller reported that the patient has an infection at the ins pocket site. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller indicated that the hcp will prescribe antibiotics and they reviewed information with the patient about keeping the wound site clean. No further complications were reported.